Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed high right atrial (ra) pacing spikes measurements out-of-range (oor) due to what technical services stated it was most likely spring contact issues. Reportedly, the ra impedance decreased back to normal, and isometrics were performed without reproducing oor measurements, which is further evidence of spring contact issues. In addition, respiratory rate trend oversensing was noticed. It was indicated that the patient was scheduled for device revision due to these issues. Subsequently, this crt-d was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator was thoroughly inspected and analyzed. The analysis determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed high right atrial (ra) pacing spikes measurements out-of-range (oor) due to what technical services stated it was most likely spring contact issues. Reportedly, the ra impedance decreased back to normal, and isometrics were performed without reproducing oor measurements, which is further evidence of spring contact issues. In addition, respiratory rate trend oversensing was noticed. It was indicated that the patient was scheduled for device revision due to these issues. Subsequently, this crt-d was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.